Event description:
A pt burn the size of a quarter occurred. Investigation of the returned generator shows that the generator has no faults that would cause the pt burn. The generator does not pass self testing as mentioned by the original complaint description when other elements of the electrical circuit are not connected. Per the original complaint a description the failed self test alerted the user. At this moment, the procedure of ablation can not proceed.

Event description:
A pt burn the size of a quarter occurred. Investigation of the returned generator shows that the generator has no faults that would cause the pt burn. The generator does not pass self testing as mentioned by the original complaint description when other elements of the electrical circuit are not connected. Per the original complaint a description the failed self test alerted the user. At this moment, the procedure of ablation can not proceed.